Event description:
The pt's system was explanted due to an infection at the pocket site. The pt was placed on antibiotics for the infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8116-50. Description: artisan lead 2x8 paddle lead. The explanted device was not evaluated as it was discarded by the medical facility.